Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was scheduled for a device replacement due to normal battery depletion, but before the procedure and upon interrogation, it was found it had entered safety mode. The device was explanted, replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was scheduled for a device replacement due to normal battery depletion, but before the procedure and upon interrogation, it was found it had entered safety mode. The device was explanted, replaced and is expected to be returned for analysis. No additional adverse patient effects were reported. The device was returned for analysis.